Manufacturer narrative:
Analysis confirmed the customer comment that the output connector assembly was broken. It was also noted that the atrial output connector was pushed inside of the device. The upper case was broken. The battery drawer lower case was sticking. The display wire was pinched with the wire insulation exposed. The output connector nut was missing. All found defective parts were replaced and all other identified issues were resolved and the device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the port plastic of the external pulse generator (epg)was broken. The epg was returned for service. There was no patient involvement. It was further reported that epg was non functional. The 'rigth' atrial connector port was cracked.